Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during a stent placement procedure in the common bile duct. According to the complainant, during the procedure the guidewire was used to place the biliary stent in the left hepatic duct. When the physician attempted to place the guidewire in the right hepatic duct to place a second biliary stent, the hydrophilic distal tip of the guidewire detached and fell into the right hepatic duct. The physician stated that although he did not think the patient would pass the tip naturally, no attempt was made to retrieve the detached tip due to the patient's underlying condition of end stage bile duct cancer. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a stent placement procedure in the common bile duct. According to the complainant, during the procedure the guidewire was used to place the biliary stent in the left hepatic duct. When the physician attempted to place the guidewire in the right hepatic duct to place a second biliary stent, , the hydrophilic distal tip of the guidewire detached and fell into the right hepatic duct. The physician stated that although he did not think the patient would pass the tip naturally, no attempt was made to retrieve the detached tip due to the patient's underlying condition of end stage bile duct cancer. The procedure was completed with another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the return device found the pebax section peeled, exposing the tip of the core wire approximately 3 centimeters. There were remnants of adhesive on the core wire. Additionally, the ptfe jacket was slightly damaged. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.